Manufacturer narrative:
Device evaluation: the device is not expected to be returned for evaluation. The evaluation is in progress. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The user reported that during a dialysis fistula thrombectomy the wire separated while being pulled out and remains in the patient. When second puncture with the needle was completed, the wire was inserted and the wire tip bunched up. The wire fragment remains in the clotted fistula. The patient was brought in a day later to attempt removal of wire fragment using a snare. The physician was unable to snare the wire fragment from the clot. The physician plans to have the wire fragment removed by a surgeon. No additional harm or injury was reported.